Event description:
The manufacturer's representative reported that the patient was experiencing "withdrawal" several days after catheter revision. The patient was implanted in a different state and had a successful trial. Following implant of the pump, he had "never really gotten good therapy". A study was performed and revealed that the catheter was epidural. The catheter was replaced in 2006. The hcp left lioresal 2000 mcg/ml in the pump and planned to observe how well the patient did. On 7/24 or 7/25/2006, the rep was notified that the patient was experiencing withdrawal symptoms, specifically, fever and pruritis. The patient had been on oral baclofen (dose unknown) prior to revision and she did not know if the patient had been weaned off the oral baclofen. The hcp removed all of the drug from the pump and catheter, rinsed and refilled the pump with lioresal 500 mcg/ml. The dose was 75 mcg/day, with plans to titrate upward. On 7/27/2006, the hcp reported to the rep that the withdrawal symptoms had resolved, but that the patient was admitted to the hospital and was having hallucinations, thought to be unrelated to the device or therapy. Treatment for the hallucinations is unknown; but the patient is reported to be doing well as of the date of this report.